Event description:
Member had an allergic reaction and believes it may be similar to a current medication being filled. Member was transferred to a pharmacist to get a consult on what to do. Dates of use: (B)(6) 2017. Diagnosis or reason for use: bilateral primary osteoarthritis of knee. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.